Event description:
It was reported that the balloon of a large volume infusor had dose remaining ("maybe about 1/3 of dose"). The issue was noticed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) e1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d5 and f10/h6: component codes. Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between december 1, 2025 and december 2, 2025. H11: the actual device was received for evaluation with 153ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.